Event description:
The user did not have sufficient benefit with the device. The user initially had benefit but the hearing deteriorated over time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient's hearing performance with the device decreased over time. A revision surgery was performed to reposition the floating mass transducer (fmt). It is assumed that the decrease in hearing was caused by an insufficient mechanical device coupling to the round window , which occurred as a consequence of a post-operative fmt migration. Reactivation was successful and the device remains implanted and in use.

Event description:
The user did not have sufficient hearing benefit from the device. Reportedly, the user initially had benefit but the hearing deteriorated over time. The floating mass transducer was repositioned and reactivation of the implant was successful.